Event description:
The customer stated that unit qtc interpretation is incorrect and the cardiologist feels it puts patients at risk. No adverse patient impact was reported.

Manufacturer narrative:
The customer stated that unit qtc interpretation is incorrect and the cardiologist feels it puts patients at risk. No adverse pt impact was reported. In 2009 this customer reported that they were unhappy that a prolonged qtc was not "called out" or included in the printed 12 lead ECG interpretation under certain conditions (i.e. Lvh, ischemia). The qtc value is generated, and the value is recorded in the data section, but may not be called out as a printed statement. Note that the labeling states that all 12 lead ECG's must be over-read by a physician. There was no malfunction of the device. This is a customer satisfaction issue.